Event description:
Hcp reported date of onset was 10/2002. County jail notified hcp device system was not working. Jail was instructed to contact MFR. At next visit, 1/2003, there was no mention of scs. In 7/2003 approval was noted for pt to have scs adjustment at pcp office. Little improvement noted in 9/2003. Hcp reported pt demise seventeen days later. As of 4/2004 cause of death still unknown. The device was explanted and returned to the MFR for analysis.